Event description:
Per an anesthesiologist's assessment of the duration of the spinal anesthetic, pre-filled in the spinal kit, is much shorter than typical time period. Perhaps the bupivacaine is defective in some way? A few anesthesiologists have reported more than 2 of these events recently in last 2 months.